Event description:
Additional information received reported that the patient was able to pull their device out of overdischarge. The manufacturer representative (rep) reset their power on reset (por) a day prior and they were not able to use their stimulator.

Event description:
The patient reported the implantable neurostimulator (ins) stopped taking a charge around (B)(6) and then the patient went to the hospital, "now that he is out." The "stim" would not do anything. The patient wanted it replaced. The indication for therapy was other chronic/intract pain. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that their implantable neurostimulator (ins) was in overdischarge and saw their healthcare provider (hcp) and/or manufacturer representative (rep) the day prior to report regarding the overdischarge. It was reported that the patient was instructed on how to perform the physician mode recharge (pmr) and they were sent home to perform pmr on their own. The patient was not sure if they had started the pmr correctly and wanted to know how will they know that the insr is where it should be if they were doing the pmr correctly. It was reviewed that the patient should contact their hcp in regards to the pmr. No symptoms were reported. Relevant medical history includes other chronic/intract pain (trunk/limbs).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.